Event description:
It was reported that during an lv lead replacement procedure while anchoring down the retention sleeve, the suture broke through the sleeve. The lv lead was removed and the second replacement lv lead could not be placed due to unacceptable thresholds in multiple locations. The decision was made to use the chronic lv lead. The lv lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay and there was blood in/on the lobe mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found.